Event description:
The customer complaints blood leak during second use. Blood flow rate 117ml/min tmp 109mhg, the blood loss was relatively minor. No patient harm and no medical intervention was needed.

Manufacturer narrative:
No further info is expected for this specific event and the case is considered closed. Gambro does not regard the submission of this report as an admission of liability.